Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station initiated an automatic update during a case. The update was allowed to proceed, but it took an extended amount of time, prompting the user to power off and reboot the station. After rebooting, the station continued updating for at least an additional 25 minutes. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device got auto update in the middle of a case. A technical support specialist (tss) reviewed the issue, and while a specific timeframe was not provided, analysis of the windows event viewer logs showed that a system process initiated a restart of the computer on behalf of an operating system upgrade marked as planned, with the corresponding reason code logged at that time. This indicates that the user accepted the updates and manually restarted the device. The workstation was configured to never automatically reboot under the maintenance schedule, no remote support service (rss) package was deployed during the reported period, and log files were captured to prevent rollover and stored in electronic protected health information for reference. The system functioned as intended after the technical support specialist assessed the device.